Event description:
This unsolicited device case from (B)(6) was received on (B)(6)-2016 from patient's daughter. This case concerns an (B)(6) year old female patient who developed allergic reaction after receiving treatment with synvisc one on (B)(6)-2016 and had hard time walking. The medical history was significant for pain in the knees. Past drug and concomitant medications were not reported. On (B)(6)-2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiration date: not provided) in both knees for osteoarthritis. The same day, immediately after receiving synvisc one, the patient had pain and inflammation in both knees. She went to emergency on (B)(6)-2016 because the pain was unbearable and was prescribed morphine, but it only helped her sleep at night but did not help her throughout the day. The patient experienced severe pain for one week until (B)(6)-2016, monday. She had a hard time walking, so then she returned to her physician who mentioned that she had a severe allergic reaction. She then went to her orthopedic doctor and he removed synvisc one from both knees and gave the patient a cortisone injection. This injection helped the patient with her pain, it was not completely gone but it was now bearable. The inflammation was also much better. Corrective treatment: cortisone, morphine for allergic reaction; not reported for hard time walking. Outcome: recovering/ resolving for allergic reaction; unknown for hard time walking. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for allergic reaction. Additional information was received on 18-apr-2016. Global ptc number with results was added and the text was amended accordingly.

Event description:
This unsolicited device case from (B)(6) was received on 13-apr-2016 from patient's daughter. This case concerns an (B)(6) female patient who developed allergic reaction after receiving treatment with synvisc one on (B)(6) 2016 and had hard time walking. The medical history was significant for pain in the knees. Past drug and concomitant medications were not reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiration date: not provided) in both knees for osteoarthritis. The same day, immediately after receiving synvisc one, the patient had pain and inflammation in both knees. She went to emergency on (B)(6) 2016 because the pain was unbearable and was prescribed morphine, but it only helped her sleep at night but did not help her throughout the day. The patient experienced severe pain for one week until (B)(6) 2016, monday. She had a hard time walking, so then she returned to her physician who mentioned that she had a severe allergic reaction. She then went to her orthopedic doctor and he removed synvisc one from both knees and gave the patient a cortisone injection. This injection helped the patient with her pain, it was not completely gone but it was now bearable. The inflammation was also much better. Corrective treatment: cortisone, morphine for allergic reaction; not reported for hard time walking. Outcome: recovering/ resolving for allergic reaction; unknown for hard time walking. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for allergic reaction.